Event description:
It was reported that on (B)(6) 2023, patient underwent open reduction internal fixation (orif) procedure with left retrograde femoral nail advanced (rfna) to treat femoral shaft fracture. Postoperatively patient experienced wound dehiscence. Patient outcome is reported as recovered/resolved. Post market studies subject ID - (B)(6). This report is for one (1) rfna / 11mm / 280mm 5 degree bend / sterile. This is report 1 of 13 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: monument manufacturing date: 13-feb-2021 expiration date: unknown part number: 04.233.128s-us, rfn/11mm/280mm 5 degree bend/pe inlay/sterile lot number: 82p3143 (sterile) lot quantity: 6 component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿wound dehiscence at the fracture site¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.